Event description:
The smart vas stent was inaccurately placed during stent implantation procedure to left superficial femoral artery. The pt was 72- year old male, no other info was reported. The target lesion was not described. Add'l info indicated that the product was properly inspected according to (IFU) instruction for use guidelines. The product was prepped and deployed according to the IFU guidelines. There was no difficulty encountered with insertion or tracking the device to the target lesion. The guide catheter was 6french, and no issues were noted. The stent remains implanted, but another smart stent was utilized to complete the procedure. There was no reported injury for the pt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Stent misplacement is a known potential adverse event associated with these types of procedures. Without the product return for analysis, it does not appear there were any mfg issues that contributed to the reported event. There may have been pt and vessel/lesion characteristics that may have contributed to the reported event.